Event description:
Information provided states that patient was implanted with m6-c artificial cervical disc in 2021 at c6/7 with acdf at c5/6. Patient experienced swelling and a puss collection in her neck immediately post-implant. Infection and puss were seen to move around the m6c in the last month resulting in the removal of implant and replaced with iliac crest. The patient is currently being treated with antibiotics.

Manufacturer narrative:
The build lhr for cdm-635l 1591697 (B)(6) was examined including the final inspection records and the in-process measurements. There was no ncmr associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 36 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted. Additional information and the return of the device for evaluation has been requested.